Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that upon closure during the procedure, the physician noticed the pencil switch was missing. The switch was present prior to the start of the procedure. The or theater was checked and the patient had an x-ray taken. The rocker switch was found inside the patient during a CT image. The detail of the patient's condition was not disclosed but no adverse issue has been reported. It will be decided in days ahead if the piece should be removed from the patient. The patient is reported to be in their 40's, but no specific information has been disclosed by the site.

Manufacturer narrative:
(B)(4). The customer did not return the incident device to covidien for evaluation. However, photographs of the device were provided. The photographs showed that the rocker switch did not fall out of the pencil but that a piece had broken off the rocker switch. Heavy scratches were noted indicating the device had been exposed to mechanical forces against the side of the rocker. A root cause could not be determined.